Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit had cracked reservoir tube lip. (B)(4).

Event description:
A diabetes care manager reported via phone call that the insulin pump may not be functioning properly. Caller stated that the customer had been experiencing high blood glucose levels including 432 and 476 mg/dl. The caller stated that the customer was placed on a different insulin pump, and her blood glucose levels dropped to 111 to 113 mg/dl, then rose again when she went back on her device. Blood glucose level at the time of the call was 111 mg/dl. Customer's parents declined troubleshooting and requested that the device be replaced. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.